Event description:
It was reported that a patient underwent an unknown surgical procedure in 2009 at which time, an abdominal drain was placed. At about 6 days post procedure, the surgeon attempted to remove the drain and a fragment of the drain was retained in the patient's abdomen. Four days later, the patient was diagnosed with vomiting and an adhesive small bowel obstruction. A mini-laparotomy was performed with use of fluoroscopy and the retained fragment of the drain was successfully located and removed. During the laparotomy, a permacath was removed and extensive enterorrhaphy times two was performed. Post-operatively, the patient's condition was stable.

Manufacturer narrative:
Conclusion code: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental form.